Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unit received with broken belt clip slot and minor scratches on lcd window. Unit received with corroded motor home switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer returned their insulin pump without any communication regarding a malfunction or issue with the device.